Event description:
It was reported that the patient could not adjust stimulation. The device was powered off. The patient was instructed on how to clear a power-on-reset (por) condition, and this resolved the issue. The patient was then able to feel stimulation.

Manufacturer narrative:
Lead: model 3777, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; lead: model 3777, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4).